Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Lot number was not provided so device history record review cannot be performed. Cannot confirm as to why the glenoid became loose. The evaluation revealed severe scrape marks and scratches noted on the glenoid. The damages observed were most likely caused during the extraction of the implant. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that patient underwent a shoulder arthroplasty procedure in 2010. The patient's x-rays showed a loose glenoid and potential loose components of the usp ii humeral head. The surgeon performed a revision surgery on (B)(6) 2018 and removed the humeral head (ar-9152-20p, lot: 08006502, line: 233554) and the trunion, as well as the glenoid (part number unknown). The surgeon used allograft bone chips due to lack of bone on the glenoid. No glenoid was able to be implanted. The surgeon replaced the humeral head and put in a new trunion. No known infections have been reported. No further details, additional information has been requested. Follow-up investigation: the patient was experiencing discomfort that began a year prior to the revision surgery. The same surgeon performed both surgeries at the same facility. The surgeon replaced the humeral head with an ar-9152-20p, lot: 101249339 and put in a new trunion, ar-9100tk, lot: 150038811. The part number of the glenoid has been confirmed to be ar-9104-03 (lot: unknown, line 234164).